Manufacturer narrative:
This product is registered as a combination product.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19323. It was reported that the patient presented for the replacement of the right ventricular lead due to increased capture threshold. During the procedure the physician attempted test the new right ventricular lead prior to insertion by rotating the helix and inserting the stylet. After lead functionality was confirmed, then physician attempted to position the lead in the vessel using a curved stylet, which was inserted 4cm, but unable to advanced further. A second stylet was attempted, and unable to advance. The procedure duration had exceeded three hours; consequently, the replacement lead was removed and the procedure was aborted. The chronic right ventricular lead was reconnected to the generator and the patient was discharged in stable condition.